Event description:
An olympus employee reported that, during receipt inspection, error e315 (scope error) occurred. The customer also reported there was no image from the subject device due to water invasion and the image could be restored. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Address: (B)(6). The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed error code e315 occurred due to an electrical continuity error caused by water invasion. Inspection and testing also found the image went black and could not be restored due to damage on the scope connector. In addition, there was a leak due to damage on the channel tube, play of the angulation lever was out of standard due to wear of the angle wire, and the control unit and scope connector were corroded due to water leakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable phenomenon's occurred due to the device leak during user handling, and fluid invaded. The invasion caused abnormality of electrical parts. The event can be prevented by following the instructions for use which state: " inspection of the endoscopic image: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage." Olympus will continue to monitor field performance for this device.